Manufacturer narrative:
A customer service engineer (cse) was sent to the customer site for system inspection, and found no system related issues. The patient results that were repeated on the other advia centaur xpt (2) with the new reagent lot (010118) were acceptable. The cause for the falsely elevated advia centaur xpt cardiac troponin I (tni-ultra) results observed with the last available readypack tests from reagent lot 010115 is unknown. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi." The instrument is performing within specifications. No further investigation is required.

Event description:
Falsely elevated advia centaur xpt cardiac troponin I (tni-ultra) results were observed with the last available readypack tests from reagent lot 010115. Due to elevated quality control (qc) results, and no more of the original reagent lot (010115) available, patient samples were tested with a new reagent lot (010118) on another advia centaur xpt system. Qc results were acceptable, and the repeat troponin ultra results were lower. It is unknown if corrective reports were issued. There are no reports that treatment was altered or prescribed or adverse health consequences due to the elevated advia centaur xpt tni-ultra results.